Event description:
Philips received a complaint by the customer on the v60 indicating that the screen was dim. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the display was dim. A replacement of the user interface (ui) printed circuit board assembly (pcba) was planned. A field service engineer (fse) went onsite and replaced the ui pcba to resolve the reported issue. The fse replaced the ui pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
The removed user interface (ui) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). Pil verified all parts of the ui pcba and determined they operated as designed. Pil found that the light crystal display (lcd) graphics and backlight portion were easy to read and bright. Pil then verified that the touch portion of the lcd operated as designed and the unit could be powered down by the power off button on the display as well as the use of the accept button on the front panel of the ui pcba. This ui pcba was verified to be functional with no error.